Event description:
Rptr had bilateral double lumen breast implants in 9/81. Now she has developed nonspecific rheumatoid, arthritis, autoimmune hashimoto's thyroiditis, bilateral cataracts (psc's), extreme fatigue, rash, severe myalgia and arthralgias. Both of her sons were breast fed one year with implants. They complain of joint pain, developed rash and difficulty swallowing, insomnia and depression. Diagnosis: atypical rheumatic syndrome.